Event description:
It was reported that during a gastrectomy air leaked from seal of reducer. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: only the b12lt sleeve was returned for analysis. The analysis results for the sleeve (a) found it was returned with the housing cap separated from the sleeve assembly as the orifices of the sleeve housing and posts of the housing cap were cracked and broken, the crown of the universal seal was noted to be cracked and the plastic was noted to be brittle. No functional test could be performed due to the returned condition of the instrument. While we were unable to recreate the event, we have documented the circumstances as they are reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided. The clear lens of the obturator were noted to be cracked. The analysis results for the b12lt instrument (b) found that it was returned with the obturator inserted through the sleeve. Due to the returned condition, the duckbill and universal seal assembly were noted to be deformed. The orifices and posts of the sleeve assembly and housing cap were noted to be cracked. No functional test could be performed due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Batch b d9dl85, mfg date 04/07, exp date 03/12. The clear lens of the obturator were noted to be cracked. The analysis results for the b12lt instrument (c) found that it was returned with the obturator inserted through the sleeve. Due to the returned condition the duckbill and universal seal assembly were noted to be deformed. The crown of the universal seal assembly was found to be cracked. The orifices and posts of the sleeve assembly and housing cap were noted to be cracked. No functional test could be performed due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Batch c d9dl82, mfg date 04/07, exp date 03/12.